Event description:
It was reported that the patient's implantable neurostimulator (ins) was overdischarege. The cause of this event was patient compliance. The patient had no stimulation sensation, and the patient had not used the device for quite a while. The last time any stimulation was felt was 6 to 12 months ago, and the patient hadn't used stim for about 6 months or more. The patient was not able to charge her ins. The last time the patient recharged the ins was 5 months ago. The patient tried 'al' feature but it didn't work. A physician reset mode was performed and there was no response form the ins. The ins was shallow per caller. A total of four physician reset modes had been done with no luck pulling the battery out of overdischarge. It was suspected the battery was dead. The manufacturer's representative was going to meet with the patient again to try again at the doctor office. The patient was at the doctor's office for both physician reset mode and they made sure the patient was doing it properly. The battery was not able to charged after two physician reset mode. Two additional trickle charges were done on (B)(6) 2012 and were not successful. It was unclear if the patient ever charged the ins at all from initial implant. The health care provider requested the patient to come back into the clinic and the appointment was not made yet, and it was not sure if the patient was receiving effective therapy. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 215040001, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).